Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014). The patient¿s meter and test strips have been returned on 8/6/2014 and 7/25/2014, respectively, and evaluated by lifescan product analysis on 8/27/2014 and 8/21/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "220mg/dl" as compared to a reading of "157mg/dl" which was obtained on another meter within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.